Event description:
It was reported that the patient was admitted on (B)(6) 2023 for sustained ventricular tachycardia (vt) which required defibrillation or cardioversion. While admitted, the patient developed neurological dysfunction on (B)(6) 2023 with symptoms including disturbed consciousness, dysarthria, and convulsions. A computed tomography (CT) scan revealed a right frontal subcortical hemorrhage. The patient had been on anticoagulants at the time of the event and was treated with anticonvulsants. The patient also experienced respiratory failure the same day and underwent intubation management for the hemorrhage. A tracheostomy was ultimately performed on (B)(6) 2023. On (B)(6) 2023 the patient developed a major bacterial lung infection. The event was not considered to be device related as the infection was caused by ventilator-associated pneumonia. The patient underwent additional direct current (dc) cardioversions on (B)(6) 2023 for ventricular fibrillation (vfib) and (B)(6) 2023 due to vt. It was communicated that the continued episodes of vt resulted in long-term hospitalization management for the patient. Although the patient had a history of arrhythmia prior to lvas implant, it was noted that the relationship between the device and the arrhythmias in this event was unknown. On (B)(6) 2023, the patient was found to have elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels as well as hyperbilirubinemia, which were associated with hemolysis. The patient's hemolysis was thought to be caused by circulation failure due to the reported infection, with a high possible relationship to pump thrombosis. Pump thrombosis was suspected due to organ damage caused by circulatory failure, congestion, and hemolysis. No surgical procedures were conducted; however, the patient¿s anticoagulation medication was adjusted. It was communicated that the patient also developed right heart failure on (B)(6) 2023, with symptoms including elevated central venous pressures, a decrease in cardiac index (ci), and peripheral edema. A cardiac catheterization showed no reliable findings of pump thrombosis or ventricular assist device (vad) dysfunction; however, the right heart failure was thought to be caused by pump thrombosis because pump power had increased. On (B)(6) 2023, the patient also experienced renal and hepatic dysfunction as evidenced by elevated creatinine, aspartate aminotransferase (ast) and alanine aminotransferase (alt) values. The catheterization showed low output syndrome (los) with signs of acute kidney injury (aki) and hepatic dysfunction related to shock. Continuous hemodiafiltration (chdf) was performed for two days. The aki and hepatic dysfunction were thought to be caused by los associated with circulatory failure. On (B)(6) 2023, the patient developed neurological dysfunction, with symptoms including decreased levels of consciousness. A CT scan revealed a new intracranial hemorrhage in the left hemisphere. The patient had been on anticoagulants at the time of the event, and no surgical or drug treatments were performed. It was later communicated that the cause for the patient's neurological dysfunction/hemorrhagic strokes was not identified, but they were thought to be related to the complexities of medical management. The patient remained hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. The reported pump thrombosis could not be confirmed. Additionally, the reported increase in pump power could not be confirmed as no log files were submitted for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a direct correlation between the reported events and the suspected pump thrombosis could not be conclusively established. The patient remains hospitalized and ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. The IFU list potential adverse events, including cardiac arrhythmia, infection (local, driveline, and pump pocket), multiple types of organ dysfunction and failure (respiratory failure, right heart failure, renal dysfunction, hepatic dysfunction), bleeding, stroke, hemolysis, and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also addresses pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. The IFU also lists arrhythmia and infection as potential late postimplant complications. The IFU discusses the potential development of right heart failure during or shortly after device implant and outlines the associated treatment options. The IFU also outlines indications of pump thrombosis and how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been readmitted with ventricular arrhythmia, hemorrhagic stroke, infection, pump thrombosis, hemolysis, hepatic dysfunction, renal dysfunction, and right heart failure. On (B)(6) 2023 the patient was hospitalized for sustained ventricular tachycardia (vt) that required defibrillation or cardioversion. On 23may2023 the patient experienced a right frontal subcortical hemorrhage that was diagnosed via computed tomography (CT). The patient exhibited symptoms of disturbed consciousness, dysarthria, and convulsions and was treated with warfarin, anti-convulsant dugs, and intubation management. On 08jun2023 a tracheostomy was performed. On 10jun2023 the patient developed ventilator-associated pneumonia. On (B)(6) 2023 dc cardioversion was performed due to ventricular fibrillation (vf). On (B)(6) 2023 dc cardioversion was performed due to vt, however continued vt required the patient to remain under long-term hospitalization management. On 31jul2023 pump thrombosis was suspected to have occurred and the patient developed right heart failure, hemolysis, renal dysfunction, and hepatic dysfunction. The patient had symptoms of hyperbilirubinemia, peripheral edema, elevated central venous pressure (cvp), and cardiac index (ci) was <2.0 l/min. The patient was treated with continuous hemodiafiltration (cdhf) for 2 days. On 27aug2023 the patient developed an intracranial hemorrhage in the left hemisphere that was diagnosed via CT scan. The patient exhibited a decreased level of consciousness and was treated with warfarin and heparin. The patient remained hospitalized as of (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient remained admitted and on (B)(6) 2024 a computed tomography (CT) revealed intracranial hemorrhage at the left parietal lobe sulcus. The cause was unknown. Clinical symptoms were stroke and diplopia. The patient was on warfarin at the time of the event. On (B)(6) 2024 the patient experienced intracranial hemorrhage in the left hemisphere confirmed by CT. The patient experienced seizures and was treated with anticonvulsants. On (B)(6) 2024 the patient experienced continuous ventricular arrhythmia that required cardioversion. On (B)(6) 2024 the patient had positive blood cultures for a bacterial infection. They were treated with drug therapy.

Manufacturer narrative:
Section b5: the intracranial hemorrhage on (B)(6 )2024 was originally reported under manufacturer report number 2916596-2024-02292. Section d4, catalog number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was provided that the patient had been hospitalized since (B)(6) 2023 due to right heart failure, cerebral hemorrhage, and symptomatic epilepsy. The patient had a convulsion on (B)(6) 2024, and no new bleeding occurred. The patient had recurrent aspiration pneumonia and was started on antibiotics, but the patient's level of consciousness tended to worsen. The patient passed away on (B)(6) 2024. As it was unlikely that the cause of death in this case was due to pump trouble or new pump thrombosis, it was determined that it would not be necessary to remove the heartmate ii. The major cause of death was determined to be the aspiration pneumonia. The device operated as expected at the time of death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. The reported pump thrombosis could not be confirmed. Additionally, the reported increase in pump power could not be confirmed as no log files were submitted for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a direct correlation between the reported events and the suspected pump thrombosis could not be conclusively established. Heartmate ii lvas, serial number (B)(6), was reportedly not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU list potential adverse events, including cardiac arrhythmia, infection (local, driveline, and pump pocket), multiple types of organ dysfunction and failure (respiratory failure, right heart failure, renal dysfunction, hepatic dysfunction), bleeding, stroke, hemolysis, and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also addresses pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. The IFU also lists arrhythmia and infection as potential late postimplant complications. The IFU discusses the potential development of right heart failure during or shortly after device implant and outlines the associated treatment options. The IFU also outlines indications of pump thrombosis and how to respond to such events. Additionally, the IFU provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.